Event description:
The user's hearing with the device is affected. Surgery to re-insert the electrode was attempted but was not successful. The device was explanted and the user was re-implanted with another device with a shorter electrode.

Manufacturer narrative:
Conclusion: according to the patient report the device was explanted due to the active electrode array migrated out of cochlea. In addition a damage to the active electrode which is consistent with minute device mobility were found which were most likely caused by the migrated electrode. In addition information on the implant registration card states that a complete insertion of the electrode array was not received at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing with the device is affected. No trauma has been reported.surgery to re-insert the electrode was attempted but was not successful. The device was explanted and the user was re-implanted with another device with a shorter electrode.

Manufacturer narrative:
According to the information received from the field the recipient underwent a revision surgery due to a post-operative migration of the electrode array out of cochlea. However the re-insertion was not successful and therefore the device was explanted and the recipient was re-implanted with a shorter electrode. In addition information on the implant registration card states that a complete insertion of the electrode array was not received at initial implantation (only 9 channels were inserted during the initial surgery). The concerned device has not been received for investigation despite requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. No trauma has been reported.